Manufacturer narrative:
The returned drill was inspected upon its return. The tip of the drill was clearly broken off. The drill tip was measured using a set of calipers. The tip of the drill using the flute length measured 0.90 inches which is 0.25 inches shorter than the print. The fractured drill tip was inspected under microscope. The fracture surface was dull and showed signs of wear. This most likely occurred when the drill broken and was continued to be used. The broken drill would still be able to complete the drilling process required. Due to the wear on the fracture surface, it is not possible to determine the type of fracture that occurred.

Event description:
During an orthopedic surgery, a drill was being used in the bone. The tip of the drill broke off and remains implanted in the patient.